Event description:
It was reported that a medic tripped while walking back to the vehicle and knocked over the power-pro stretcher. A patient was on the stretcher at the time and the medics were unable to stop it from tipping. As a result, the patient sustained a head laceration that required treatment.

Manufacturer narrative:
The investigation has been completed and section h codes have been updated to reflect this. The user facility stated there was nothing wrong with the device and declined to have it inspected at this time. They agreed to set up a future service call if any issues arise. H3 other text : user facility stated there was no further action needed.

Event description:
It was reported that a medic tripped while walking back to the vehicle and knocked over the power-pro stretcher. A patient was on the stretcher at the time and the medics were unable to stop it from tipping. As a result, the patient sustained a head laceration that required treatment.